Event description:
The customer received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results on their e601 analyzer. The customer provided data for two samples with fpsa results greater the tpsa results. The first patient's fpsa result was 7.58 ng/ml. The tpsa result was 6.97 ng/ml. The customer also provided an age of (B)(6) for this patient. Clarification has been requested. On (B)(6) 2012, the first patient's results were confirmed on an abbott architect with a fpsa result of 4.981 ng/ml and a tpsa result of 0.798 ng/ml. It is unknown if these results came from the same sample as the results of the e601 analyzer. The first patient was not adversely affected by this event. The second sample, from a (B)(6), had a fpsa result of 7.29 ng/ml. The tpsa result was 7.09 ng/ml from a different module. It is unclear if this sample came from the same patient as the first sample. Clarification has been requested. It is unknown if the second sample produced any adverse events. The tpsa reagent lot number was (B)(4) and the expiration date was 10/31/2012. The fpsa reagent lot number was (B)(4) and the expiration date was 01/31/2013.

Manufacturer narrative:
Both sets of results in this report came from the same patient. Patient sample was provided for investigation. The customer's results were confirmed. Testing performed on the patient sample determined the event could be explained by the presence of auto-antibodies blocking an epitope for the psa antibodies used in the tpsa assay or a rare psa isoform present in the serum samples. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).